Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred without issue (B)(6) 2016. The 38 fr through 46 fr bougies passed without any major resistance prior to explant. Uneventful device explant due to severe dysphagia on (B)(6) 2016. Patient is able to eat solid foods after explant.